Event description:
A malfunction on the pump was reported by the caller, although no notable events occurred prior to the malfunction. The caller was unsure or declined to answer if their blood glucose level exceeded certain thresholds. Technical support provided assistance to the caller with resetting the pump, after which the malfunction did not recur, but the customer experienced a frozen pump screen.